Manufacturer narrative:
Evaluation of the left ventricular assist device (lvad) confirmed the presence of depositions inside the pump. The lvad was returned assembled. The driveline was severed approximately 2 inches from the pump housing. The severed portion of the driveline was not returned. All parts of the sealed inflow conduit were returned. The sealed outflow graft, outflow graft bend relief, bend relief collar, and outlet elbow were returned. The inlet stator bearing cup and rotor bearing ball revealed a pink, soft deposition. The thrombus had formed around the bearings in a ring. However, the deposition appeared to be in early stages of development with minimal layering, which is an indication that it acutely developed over an undetermined time while the pump was operating. The outlet stator revealed pink, soft depositions. There was no evidence of lamination or denaturing, and there were no contact marks on the outlet section of the rotor to indicate that it was present in the pump while it was operating. The deposition was of moderate size and may have impeded flow. Although a specific cause for the depositions and a time frame for which they were present in the pump could not be determined, they would have potentially contributed to the report of elevated lactate dehydrogenase (ldh). No other depositions were identified. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information was received on (B)(6) 2017, that the patient was transplanted on (B)(6) 2017.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 10 months.  The patient remains ongoing with the device. Additional information was requested, but not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that while admitted for transplant work up, patient presented with lactate dehydrogenase (ldh) at 895 u/l, increased lvad flow estimations, and ramp echocardiogram was positive for device thrombosis. The patient was placed on a heparin infusion, and was listed as 1a for expedited transplant. Additional information was requested, but not provided.